Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench. No anomalies were found and the device met all specifications.